Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned product is biomet 360 tibial offset adapter. Visual inspection of the returned product shows no damage on the outer surface of the taper adapter but there is damage visible on the set screw hole of taper adapter and it is also visible that the set screw hex head has been rounded. Functional testing was done with 2.5mm hex screwdriver to try to advance the set screw on the taper adapter but could not advance the screw and instead and screwdriver spun inside the set screw head. DHR was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the surgeon was trying to back out the screw and the screw would not turn in either direction. The surgeon then tried to use both screwdrivers, but the screw would still not back out. A new product was then opened and used. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.